Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) displayed a shock impedance measurement greater than 125 ohms. An internal technical service consultant was contacted and suggested further lead interrogation and a high resolution xray to verify the connection. An engineering review of the memory download was performed; it was thought this device was functioning appropriately and the issue was likely a lead issue. A revision procedure was performed; a decision was made to replace this device. The device was removed, replaced and will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed in an attempt to determine the root cause of this event. Upon receipt to the post market quality assurance laboratory, interrogation of the device verified the shock impedance was greater than 125 ohms. A visual inspection of the header revealed the df-lead was not fully inserted into the header. The device was subjected to a series of automated tests which verified the performance of defibrillation, pacing, sensing and recording functions of the device. Normal device function was observed. Analysis determined the reason for the reported clinical allegation was due to the lead not fully inserted into the header; the device functioned normally.